Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead threshold has been high since implant. During testing in the clinic, the patient complained of feeling fatigued and a shocking sensation. The lead was reprogrammed and no patient complications have been reported as a result of this event.